Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3 was not detected on bus. A field service engineer (fse) checked drawer three and observed no indicator lights, confirming lack of power. The fse replaced the module board, after which indicator lights appeared but continued blinking and the station did not power on. The fse then replaced the drawer controller board, which restored power to the station and enabled drawer communication. The fse updated the firmware and completed drawer assignment, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a drawer failure. The main 6 drawer unit was affected, with half-height drawer 3 reporting "not detected on bus." The motherboard indicator lights were not illuminating, and the asset was not available for selection. The issue was determined to require drawer replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.